Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was prepped per instruction. The md inserted a sheath via the right femoral artery and then the iab was inserted. The pump alarmed "helium loss" and blood was in the line. As a result, the iab was removed and another iab was used with success.

Manufacturer narrative:
The event was initially believed to be asr reportable through our exemption for balloon ruptures. However, upon device evaluation, the event was found to be due to a malfunction other than a balloon rupture. Evaluation: iab, valve, sheath, cal key, slide connector, fos cable & sheath were returned for evaluation. The guide wire and pump tubing were not returned. There was blood on exterior surfaces of iab. Valve was vacuum gauge tested & passed. Vacuum was pulled on iab & failed. A guide wire was feed through central lumen with no resistance. Iab was submerged & pressurized in water. Bubbles exited fos cable/bifurcation junction. No other leaks were detected in iab or bladder. Fos was cleaned, light level tested & passed. On examination adhesive at fos/bifurcate junction appears to be torn. Leak at fos/bifurcate junction would cause helium loss alarms; a leak in the area would not cause blood to enter catheter. No blood was in gas lumen of iab when it was returned & no other leaks were present. A device history record review was conducted & met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR's & the reported complaint. The cause of the reported complaint was due to the leak at the fos/bif. Junction. A CAPA has been initiated to address this issue.